Event description:
A malfunction on the pump was reported following the customer's experience on a roller coaster. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred, and they acknowledged and understood these instructions.